Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns off in the middle of a procedure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
The replacement of the power management (pm) board aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. The repair of the unit cannot be completed at this time due to the pm board being on back order. When the part becomes available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the power management (pm) board is what is causing the computer to restart intermittently. The device was tested with a test pm board for 72 hours and does not reboot. The pm board must be replaced.

Manufacturer narrative:
Bench repair received and replaced the power management pcba board and filters to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.